Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed utilizing a representative lot (29132m500), since the lot number was unknown by the customer. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The customer was directed to specific sections of the package insert which highlight the limitations of the procedure, product warnings and intended use. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent, list number 02k91, was identified.

Event description:
The customer indicated that a patient underwent an unnecessary colonoscopy due to elevated architect ca19-9 xr results. On (B)(6) 2013 a patient generated a result of 58 u/ml. His physician suggested he should be retested in 3 months. The patient was tested again (B)(6) 2013, generating a result of 75 u/ml. Based on the elevated result the patient underwent a colonoscopy. The results of the procedure were negative for neoformation or lesions of colonic and gastroenteric mucosa. The patient then went to second lab on (B)(6) 2013 and was tested by ria generating a result of 3 u/ml. On (B)(6) 2013 the patient returned to the original lab and was tested again using the architect ca19-9 xr assay generating a result of 61 u/ml. On this same day the patient went back to the second lab and was retested by ria generating a result of 2 u/ml. On (B)(6) 2013 the patient returned to the original lab and was tested again using the architect ca19-9 xr assay generating a result of 58 u/ml. On this same day the patient went to third lab and was tested using a immunochemiluminescent method on a beckman instrument generating a result of 2 u/ml. The normal range per the customer is <37 in each lab. The customer is aware that per the architect ca19-9 xr labeling the concentration of 1116-ns-19-9 reactive determinants obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity.